Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump has alarmed pump error. Troubleshooting has been performed and after replacing reservoir the insulin feeding has started and alarm resolved. The product will not be returning.